Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms while on wall power when the black power cable was connected was confirmed via evaluation of the returned heartmate 3 system controller. The returned system controller, serial number (B)(6), was connected to a test power module, system monitor, and mock circulatory loop and functionally tested. An intermittent audible alarm was produced when manipulating the white power cable. The alarm resolved when the black power cable was disconnected, and reactivated when reconnected, reproducing the reported event. The power cables were exchanged for known working test power cables and the system controller passed all functional and preliminary testing. No further atypical alarms or issues were produced. The integrity of the wires of the white power cable was evaluated, and the yellow wire, associated with the alarm out signal, was revealed to be shorting to the shield. The outer jacket of the white power cable was removed, and fluid ingress was observed. The remaining protective layers were stripped to inspect the underlying wires, revealing the yellow wire to be severed near the connector side. The exposed inner conductor of the yellow wire shorting to the shield would cause the reported audible alarms when the shield is electrically grounded. This occurs when both power cables are connected to wall power. Therefore, disconnecting/reconnecting one of the power cables would respectively resolve/reactivate the audible alarm. The provided information indicated the alarms resolved after the system controller was exchanged. The root cause for the reported event was determined to be due to a break in the yellow wire in the system controller¿s white power cable; however, further root cause for the damage to the wire could not be conclusively determined through this analysis. Incidental findings: contamination in audio transducer the device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number hsc-087021, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also explains the system controller user interface symbols and alarms, including the pump running symbol. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was on wall power when it started alarming. The alarm was recreated in the clinic by plugging in the black power cable to the mobile power unit. No alarms were noted on battery power log files were sent for review. There were no unusual events recorded in the log file event history. The only alarms seen in the data are power cable disconnects that appeared to be associated with power source exchanges. The mechanical circulatory system (mcs) equipment was operating as intended. The customer reported that there was no damage to the mpu. The alarm continued while the patient was connected to the mpu but stopped once disconnected from the mpu. The mpu was exchanged, and the alarm occurred on the new mpu. The controller was then exchanged and the alarms resolved.